Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 97702, serial# unknown, implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they were going to a replacement case today and the doctor wanted to test impedances with a wens prior to connect the ins. The rep indicated that the patient¿s ins was at eos, so they couldn't test the leads during their last appointment. The patient had their eos replacement on (B)(6) 2019 with another primary cell ins. Upon impedance check in the operating room, it was reported that lead 0-7 were all out of range/had high impedances and lead 8-15 were within normal limits when tested at 1.5v and 3.0v. When specifically tested at 1.5v, the 8-15 lead impedances were within the 600-800s ohm range and the 0-7 lead showed some greater than 20,000 ohms. When tested at 3v, the 8-15 lead showed the impedances were fine and the 0-7 lead showed reading mostly greater than 20,000 oms and with 3, 6, and 7 they showed greater than 40,000 ohms. During intraoperative testing the patient was able to feel stimulation where they needed to (low back to feet) when using lead 8-15 . The cause of all of the electrodes being out of range on 0-7 was unknown. The doctor opted out of replacing the lead due to the patient¿s age and being able to cover the painful areas with lead 8-15. The patient was programmed well after the procedure on lead 8-15. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 97702, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Analysis of the implantable neurostimulator (ins) (B)(4) found the stimulator battery to be at normal end of life/eol telemetry and output. Prior conclusion code, results code and method codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain and for failed back surgery syndrome. It was reported that there was an end of service message noted to have occurred on (B)(6) 2019. Additional information was received from a manufacturer representative regarding the patient on 2019-nov-14. It was reported that there was an allegation of dissatisfactions with the longevity of the implantable neurostimulator. The cause of the end of service was unknown. The implantable neurostimulator was interrogated, and the report was inconclusive as to the premature battery depletion. The patient is planning on having the battery replaced; however, the replacement has not yet been scheduled. A longevity estimate was run with the programmed settings, and it was noted to have been used 100%. 5.2 volts for the amplitude, pulse width of 300 microseconds, and a rate of 45 hertz with an electrode configuration of - - +. An impedance measurement was not available; however, the longevity estimate showed 24 months. There were no further complications reported or anticipated.